Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred in the cardiac intensive care unit (cicu), during use on a patient. While the patient was in cicu, blood was observed in the helium line. As a result, the physician removed the intra-aortic balloon (iab) from the patient. There was no second attempt, as the patient was deemed stable enough post removal. There was no report of patient complication, serious injury or death.

Event description:
It was reported the event occurred in the cardiac intensive care unit (cicu), during use on a patient. While the patient was in cicu, blood was observed in the helium line. As a result, the physician removed the intra-aortic balloon (iab) from the patient. There was no second attempt, as the patient was deemed stable enough post removal. There was no report of patient complication, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.